Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. During repair, it was observed that the locking components were damaged due to misuse by running the device in the safe or load position. It was further observed that there was a small cut in the cord due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause of these conditions was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the locking components of the motor device were damaged. During in-house engineering evaluation is was observed that the locking components were damaged causing the device to run in the load position, and there was a small cut in the cord. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.